Event description:
During gamma3 extraction and replacement to the uha surgery, because the surgeon loosened the set screw before the endcap of lag screw and u blade were extracted, removal of lag screw have been difficult. Finally, the surgeon cut the greater trochanter of patient and recovery was done during the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.